Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a cracked solder joint on resistor r30 on the monitor c/a board. The root cause for the cracked solder joint could not be positively identified. No adverse event resulted form the cracked r30 resistor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 102 (charge profile fault). The pt was issued a replacement monitor.